Manufacturer narrative:
The insulin pump has a cracked reservoir tube lip and minor scratches on the display window, as noted by analysis during visual inspection. The insulin pump had no button response due to a flattened dome switch on the escape button. Moisture damage was also noted by analysis on keypad traces. Analysis was unable to confirm unexpected restart alarms and perform prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests due to keypad anomaly. No moisture damage noted by analysis on the insulin pump's electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.